Event description:
Additional information received indicated the patient was brought into for lead testing. A 1.1 joule shock was performed with a reported impedance of 78 ohms. Defibrillation threshold (dft) testing was also performed where a 21 joule shock was delivered with a reported impedance of 73 ohms. There was also a commanded 41 joule shock delivered with a reported impedance of 75 ohms. The patient plans to be monitored by remote monitoring. There have been no adverse patient effects or evidence that pacing therapy has been affected.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting high shocking impedance measurements greater than 125 ohms. The shock configuration was triad. Prior to the greater than 125 ohms measurement the shocking impedance had been trending in the 100's. However, since the greater than 125 ohms measurement impedances have been in a range between 80-90 ohms. A review of available date indicates the last delivered shock was in september 2011 where a 17 joule shock was delivered with a 72 ohms impedance measurement. Multiple lead impedance testing in various configurations was performed. The shocking impedance in triad was 97 ohms but increased to 105 with isometrics. Rv to can configuration was 105 ohms and rv to rv was greater than 125. A boston scientific technical services consultant discussed performing a commanded shock to evaluation the delivered impedance. No adverse patient effects were reported.

Event description:
Additional information was received indicating that during device replacement, high out of range shock impedance measurements were observed with the new device. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient's cardiologist has referred the patient to an electrophysiologist for further evaluation. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.